Event description:
Angioseal device malfunctioned with deployment. Green tamper tube did not present. Attempts to locate were unsuccessful. Patient was taken to surgery for removal. Femoral artery closure post cardiac interventional procedure.